Event description:
Discordant, falsely elevated hemoglobin a1c (hb1c) results were obtained on a dimension xpand plus with hm instrument on five patient samples. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on the same instrument, resulting lower. Patient 2 was redrawn and tested on the same instrument, and the result matched that of the repeat. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated hb1c results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). Tsc instructed the customer to clean drains and probes and replace and align reagent probe 2. Quality controls were run, resulting within range. The cause of the discordant, falsely elevated hb1c results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.